Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 80" and "discharge fault" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and attributed to a damaged connector on the hv module. Analysis for reports of this type has not identified and increase in trend.